Event description:
During a total gastrectomy procedure, the device staples were malformed at center part of the staple line at 1st firing (2nd or 3cm, open shape). It was completed by additional suture. No patient consequence.